Manufacturer narrative:
The technician found the stretcher had a bent foot end hex rod due to broken set screws. The technician replaced the rod to resolve the issue.

Event description:
The account alleged that the stretcher had no foot end brake engagement. The brakes were not holding at the foot end of the stretcher. No injury reported.